Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, cgm error did not recur after reset, and customer successfully started new sensor session; no additional information was received regarding the outcome of the event.